Manufacturer narrative:
The device has been received and the evaluation is in progress. A supplemental will be submitted once the evaluation is completed. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.(B)(4)

Event description:
Medtronic (covidien) received information regarding an incident with one of its devices. The case was treatment of an unruptured bilateral saccular internal carotid artery (ica) aneurysm both on the left and the right side. During the procedure, it was reported that the second pipeline (4.25mm x 30mm) would not expand and also could not be released from the capture coil despite clockwise rotation. The pipeline was removed from the patient. Upon removing the pipeline, it was found detached from the pushwire. Another pipeline (4.25mm x 25mm) was successfully implanted in the patient. Prior to the incident, it was reported the right side was successfully embolized. Then on the left side, a pipeline (4.25mm x 30mm) was advanced but it would not come out of the distal end of the marksman and it was removed. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot numbers have been reviewed and no quality issues were noted. The microcatheter, pushwire, and pipeline were returned for evaluation. The pushwire appeared to be broken into two segments (distal and proximal). The pushwire was found broken at approximately 4.5 cm from the tip coil. No defects were found with the tip coil. The capture coil appeared to be damaged. The catheter body appeared to be flattened the catheter was tested with a mandrel and it got stuck at the damaged location. Based on the above findings, the customer's report could not be confirmed for stuck in capture coil issue because the returned pipeline was released from the capture coil and fully opened with damaged braid. It is likely that the damaged capture coil and braid may have contributed to the reported issue. However, the cause for damage could not be confirmed. Based on the above findings and scanning electron microscopy analysis, the customer's report was confirmed for pushwire separation issue. The failure mode appeared to be consistent with torsional overload. The capture coil and catheter were also damaged. However, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.